Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported error was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 1162 error was triggered indicating fault on the cannula, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where check cannula test was found to be failing. Once testing was completed, the axes controller spar cannula (acsc) and flat flex cable (ffc) were verified to be the source of the fault. The probable root cause is attributed to issues with the axes controller spar cannula (acsc) and flat flex cable (ffc) on the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm3). System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm3.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) while off site and reported that they had received a message from the customer. The csr informed the tse that a message was received reporting that universal surgical manipulator (usm) 3 would not accept cannulas. The tse reviewed the system logs and confirmed error 1169 in the system logs, pointing to the cannula sensor on usm3. The tse recommended having the customer call technical support for real time troubleshooting. The csr would inform the customer to call technical support and requested field service support to confirm the issues were addressed and corrected. All available information was collected and the call ended. There was no reported injury.